Event description:
Related manufacturer report number: 3006705815-2021-06406. It was reported the patient's right lead was kinked. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which both leads were explanted and replaced. The patient stated they had a previous fall. It was noted one lead was kinked, and the other had high impedances. Effective therapy was established post-operatively.